Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it intermittently powering off by itself could not be confirmed. Ventec downloaded the device's electronic records for analysis but was unable to find any evidence that the device had experienced an unexpected loss of power. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the ventilator intermittently powers off by itself. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient was provided. Ventec has reached out to the reporter for additional information, however, no response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).